Event description:
It has been noted that the bd pyxis¿ medstation¿ es auxiliary encountered a problem with its drawer. The customer reported that the drawer would only open with a strong pull. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the sticking rails of the hh legacy drawers. A field service engineer replaced damaged drawer with enhanced hh drawer to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.